Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and menorrhagia ('menorrhagia / bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexa uteri pain and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018, hysterectomy on (B)(6) 2019 and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2018: laparoscopic bilateral salpingectomy: coil that was in the isthmic portions of the tubes was removed without difficulty and will be sent to pathology for further study and review. The coil removed from the left tube was noted be very shortened. Due to the patient's history of ablation and inability to do hysteroscopy, I am not entirely sure that I have removed the entire implant of the patient's anatomical left. Removal date provided as : on (B)(6) 2018, on (B)(6) 2019 (essure implants, which were removed with salpingectomies) , failed ablation. History of essure implants, which were removed with salpingectomies. She is status post ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: complete occlusion of the fallopian tube status post essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and menorrhagia ('menorrhagia / bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexa uteri pain and uterine bleeding. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018, hysterectomy on (B)(6) 2019 and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2018:laparoscopic bilateral salpingectomy: coil that was in the isthmic portions of the tubes was removed without difficulty and will be sent to pathology for further study and review. The coil removed from the left tube was noted be very shortened. Due to the patient's history of ablation and inability to do hysteroscopy, I am not entirely sure that I have removed the entire implant of the patient's anatomical left. Removal date provided as: (B)(6) 2018, (B)(6) 2019 (essure implants, which were removed with salpingectomies), failed ablation. History of essure implants, which were removed with salpingectomies. She is status post ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: complete occlusion of the fallopian tube status post essure procedure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information.